Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation and textured exchange due to patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening device on the radius side assessed as unidentified (tear) opening and two opening side assessed as surgical damage. (Shell thickness within specification). ¿ anxiety-product/procedure : unable to observe since it is a medical event is not related to the device. Additional observations: ¿ yellow particles observed on the device. ¿ wear abrasion observed on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and textured exchange due to patient's concern with the product. Device remains implanted.